Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: b3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated. It was reported that the reason for call was to inquire about necessity of representative (rep) being at follow-up appointment for programming assistance. Caller started the call off by reporting that the patient had a stage 1 implant done a few months back and had an issue where "one of the wires came out," so stage 1 system was explanted.  As of monday (B)(6) 2024, patient had a second stage 1 procedure.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated. It was reported that the reason for call was to inquire about necessity of representative (rep) being at follow-up appointment for programming assistance. Caller started the call off by reporting that the patient had a stage 1 implant done a few months back and had an issue where "one of the wires came out," so stage 1 system was explanted. As of monday (B)(6) 2024, patient had a second stage 1 procedure. Caller stated patient still had a catheter from the surgery, so their therapy was never turned on. Caller said patient was due back at managing healthcare provider (hcp) office to had catheter removed. Caller wanted to know that if catheter can be removed, and thus therapy turned on/programmed, would it be necessary for manufacturer representative (rep) to be present at the appointment. Agent reviewed programming expertise varies from hcp to hcp, and suggested they call the office to ask if rep would need to be present on friday. Caller stated they wanted to be prepared because with the last s ystem patient had to go into the ER to get a catheter due to urinary retention. When asked if it was related to ens, caller indicated it was not as the therapy was turned off.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# product type lead product ID neu_unknown_lead lot# unknown serial# product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.